Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned offset connector was able to be connected and fully threaded to a connector adaptor without issue. No visual issues were identified during inspection and no issues were identified during manufacturing record review. Conclusion: the returned device was found to be functional, so the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported that during trio trauma surgery, a set screw of the offset connector and the connector adaptor could not be connected. The surgeon changed it to the other new offset connector.

Event description:
It was reported that during trio trauma surgery, a set screw of the offset connector and the connector adaptor could not be connected. The surgeon changed it to the other new offset connector.